Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years of post deployment, a computed tomography of the abdomen and pelvis was performed as the patient was experiencing abdominal pain. The inferior vena cava filter was present with caval penetration of some of the structural tines. One of the left-sided tines extended into the wall of the aorta, and one of the tines extended to the l3-l4 disc anteriorly. The next day, the bard g2x filter was removed, but with severe complications. The abdominal aortic venogram post-explant showed no clot in the inferior vena cava with normal renal veins. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and retrieval difficulties. Per medical records, an attempt was made to engage the apex of the filter but was unsuccessful due to perforation of inferior vena cava (ivc). This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated into inferior vena cava. The device was removed percutaneously. The patient reportedly experienced abdominal pain. The current status of the patient is unknown.